Manufacturer narrative:
The last calibration was done on 07-oct-2020 and was acceptable. On the initial dispatch, the field engineer specialist (fes) straightened the mixer and the extra wash system nozzle, performed extra wash system adjustment in the service software, and flushed the measuring cell 2 flow path. On the subsequent dispatch, the fes found the pinch tubing was worn on the pinch valves, and the reagent nozzle was slightly out of adjustment. The fes replaced the worn pinch tubing, checked all adjustments and flow volumes, and adjusted the reagent nozzle the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative also found a bent nozzle. He corrected the bent nozzle, performed baseline checks, reviewed calibration and qc data, and performed an assay performance check which passed. Further investigation determined the issue to be due to customer mishandling of the plasma samples for vitamin dii testing. Upon further follow-up with the customer, it was confirmed that the customer does not follow directions provided in the method sheet for handling plasma patient samples with vitamin d ii. The customer does not transfer the sample to a secondary tube and recentrifuge prior to measurement. Product labeling states: "re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement."

Manufacturer narrative:
Qc was within range. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for 1 patient sample on a cobas 8000 e602 module. The initial result was 89.98 ng/ml. The repeated result was 41.55 ng/ml. The repeated result was believed to be correct. The results were not reported outside of the laboratory. The reagent lot number is 48469400 with an expiration date of 28-feb-2021.